Event description:
It was reported that during an open subtotal colectomy procedure, many staples were not well formed in the anastomosis. Used another reload to make anastomosis again and the new staple line was well formed. There was no adverse pt consequence.